Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the red level sensor. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) found that during preventative maintenance (pm) of the device, the red level sensor failed testing as the sensor alarmed on the thin side of the test fixture as if no fluid was present, but fluid was present. The sensor operated as intended on the thick side. There was no patient involvement.